Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported peri-strips ¿did not work¿ and the patient could not ¿keep food down.¿ the patient underwent a laparoscopic gastric bypass wherein peri-strips with staples were applied at the g-j anastomosis. Two to four weeks postoperatively the patient developed food intolerance by vomiting up any type of food the patient ate requiring an esophagogastroduodenoscopy (egd) which showed a stricture at the gj anastomosis. The area was balloon dilated. The surgeon had to go in and repair the perforation. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.